Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by missing magnets in the latch. A field service engineer replaced the magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to recover the door. A customer indicated that there was a delay in the dispensing of medication caused by a reported malfunction. There were no adverse events or injuries reported based on this event.